Event description:
It was reported that at the user facility, the blade continued to come off of the cast cutter when removing casts. Attempts are being made to obtain additional information from the user facility regarding the reported event. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that at the user facility, the blade continued to come off of the cast cutter when removing casts. Attempts are being made to obtain additional information from the user facility regarding the reported event. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported event, blade continues to come off, was not duplicated. Through visual and functional evaluation the technician did not observe the blade to detach from the device. However, the blade that was sent in with the device was found to be worn on the second slot where the blade fits on the shaft assembly. There were no failures found with the cast cutter and it was suggested that the customer use a new blade. The device was returned to the customer unrepaired.

Event description:
It was reported that at the user facility the blade continued to come off of the cast cutter when removing casts. Attempts are being made to obtain additional information from the user facility regarding the reported event. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Concomitant device: unknown cast cutter blade.